Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the lithium backup battery loaded voltage was less than for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement and active current measurement. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected. The blood glucose at the time of the incident was 145 mg/dl. The device will be returned for analysis.